Event description:
It has been reported that the fowler brake kit did not work after installation. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler brake clutch.